Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider (hcp) via a company representative (rep) stated that the catheter was discarded by the customer.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving lioresal 791.6 mcg 2000 mcg/ml drug via an implantable pump. It was reported that the pump was replaced. The pump located in the right abdomen. The patient denied withdrawal symptoms, volume discrepancies, loss of therapy etc. The patient was placed supine for pump replacement. Due to the patient medical history, the surgery took place under local only. The physician opened pump pocket and used a catheter access needle to aspirate from side port but was unable to aspirate any fluid. They cut the catheter and attempted aspiration directly from the catheter, which was also unsuccessful. The physician decided to replace catheter. The staff repositioned the patient to left lateral. The physician accessed spinal pocket. A large coil of catheter was found in the pocket. The physician cut off one end of the catheter (1.6 cm) which ended up being the tip of the catheter. He uncoiled the catheter to the anchor and cut another 25.4 cm. He pushed saline through the existing catheter than ran from spinal pocket to pump pocket and it was patent. The physician placed new spinal segment 8782. He checked patency after anchoring this segment down. It was noted that aspiration was successful, so he attached to existing spinal/pump sections. The physician assistant attached trimmed 8784 in spinal pocket and attached new 40 ml pump. The side port was accessed and successfully aspirated. The managing physician decided to reduce dose from >700 mcg/day to 96 mcg/day (minimal programmable dose) and keep the patient for an overnight hospital stay. The catheter was found outside of intrathecal space. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved. Additional information was provided from a healthcare provider (hcp) via a company representative (rep) stated that the managing physician was called by the implanting physician on (B)(6) 2025. The patient was experiencing headache and had swelling in the pump pocket. The managing physician contacts the rep to discuss the replacement surgery and troubleshooting. He performed a side port study. He reported to me ¿side port aspiration with 3 cc of clear cerebrospinal fluid (csf). Injected a bit of contrast with intrathecal flow at the tip of the catheter. So, the system seems to be intact. They reprogrammed a bolus through the catheter. The patient was still complaining having a headache but had lots of headaches while lying flat, which did not sound like a csf leak. He wanted me to give him a blood patch, but the physician felt we should just follow him rather than sticking a needle in his back without ability to see the catheter. The patient was scheduled to be seen today for a follow up.

Manufacturer narrative:
Continuation of d10: product ID 8781, serial# (B)(6); implanted: (B)(6) 2018; product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6);, ubd: 15-dec-2018, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider (hcp) stated that the patient was seen for postoperative visit by implanting physician and a follow up visit with managing physician on (B)(6) 2025. The patient was doing well at that time.the patient was seen by a family practice doctor a couple of days later. This physician notified another physician of a potential infection. The patient was sent to ¿ifch¿ emergency room (ER) for evaluation. According to the ER notes, the patient had fever, pain, and erythema at pump site. The patient was seen by interventional radiology for abdominal aspiration of pump pocket. The interventional radiology (ir) aspirated 80 mls of sanginous fluid from the pump pocket. A jackson prat (jp) drain was placed at some point. The implanting physician explanted the pump and catheter on 2025-07-11. The physician note stated that the culture that was taken grew 2+ gram pos itive cocci. The patient was on IV antibiotics.